Manufacturer narrative:
(B)(4) was returned to heartware for analysis. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis confirmed the reported event, as decreases in pump parameters were found on (B)(6) 2016. Acoustic analysis performed by the site demonstrated an unusual acoustic frequency spectrum similar to the frequency spectrums of other patients with an occlusive inflow thrombus. Visual inspection by the site of the explanted pump confirmed the thrombus in the inflow cannula. Analysis of the returned pump revealed that the device passed visual inspection, functional testing and dimensional verification. Pathological evaluation revealed presence of thrombus in the inflow conduit of the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported inadequate flow rate can be attributed to the confirmed thrombus in the inflow cannula of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the patient's pump flow dropped within a short period of time. There was also a great reduction in high flow pulsatility. The acoustic analysis showed a normal acoustic range. It had to be assumed that there was an occlusion of the inflow or outflow graft without thrombotic material on the rotor. On (B)(6) 2016, the flow suddenly dropped to 0 l/min. The acoustic range indicated that material touched on the rotor. The pump was exchanged on (B)(6) 2016. During examination, it appeared that a thrombus completely occluded the inflow lumen up to the rotor. No additional information was provided.

Manufacturer narrative:
It was reported from the site that the patient experienced low flows and had dyspnea, arterial hypertension, and vomiting. Patient also presented with infection and atrial fibrillation. It was further stated that the event was anticoagulation related. It was stated that the driveline was relocated after new pump implanted and that twenty four hours post lvad implant the parameters showed less flow. The thrombus was in the inflow and no relevant labs were done. The patient was subsequently discharged home. No additional information available. Inspection of the pump by the sites physician: it was stated that it was a typical picture of an occlusion. The successive flow decrease during 2 hours points towards an outflow thrombosis. A CT angiography was performed (B)(6). An outflow thrombus could not be detected. There were strong artefacts proximal of the pump. The flow increased not significantly when the speed was increased. The acoustic spectrum is normal, so no thrombus formation on the rotor.   On the (B)(6) at 22:30 there is an additional flow drop below 1 l/min. Due to a wrong programmed hematocrit the real flow is assumed below 0.5 l/min. The most reasonable cause is an occluding inflow thrombus. The speed of the pump is not reduced to prevent a washout of the thrombus which could occur during high systolic pressures. To prevent high flow alarms the calculated flow was increased via the hematocrit to a flow higher 2l/min. The acoustic analysis showed an unusual acoustic frequency. The acoustic analysis showed an unusual acoustic frequency spectrum. A 3rd harmonic could not be identified. There is a high noise in the signal where the 3rd harmonic could be identified. This noise might cover an existing 3rd harmony. Higher harmonics do exist. The picture is similar to frequency spectrums of other patients with an occlusive inflow thrombus. It might be, that thrombus material on the rotor creates the noise without an imbalance of the rotor. Pump was replaced (B)(6) 2016. Inflow:  visual thrombus seen in the inflow. Thrombus with imprint of the center post and inner diameter of the inflow cannula. Rotor:  rotor without fibrin deposits, no sander marks on the bottom of the rotor. Thrombus material was sucked out of the ventricle and partially closed the inflow lumen (acoustics: no 3rd harmony, normal frequency spectrum at this time). Over time the material was sucked more into the pump and completely closed the inflow. The flow was 0 l/min. The rotor was touched by the thrombus and this caused a changed acoustic spectrum with a high noise. It seems that the thrombus was not rotating with the rotor, because the thrombus has no arms into the flow channel. (B)(4) was not returned for analysis. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis confirmed the reported event, as decreases in pump parameters were found on (B)(6) 2016. Acoustic analysis performed by the site demonstrated an unusual acoustic frequency spectrum similar to the frequency spectrums of other patients with an occlusive inflow thrombus. Visual inspection by the site of the explanted pump confirmed the thrombus in the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported inadequate flow rate can be attributed to the confirmed thrombus in the inflow cannula of the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.